Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that her blood glucose level was running high. Customer is very upset and under a lot of stress. Customer did not want to go through the troubleshooting for the no delivery alarm. Customer just wanted to change the infusion set. Customer's blood glucose level was 359 mg/dl. Customer received the alarm while getting a bolus. Customer opted to changer her site and tubing at this time. Customer then gave herself a bolus and no other action was taken. No add'l info provided.